Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a frozen display after clearing two sensor related alarms. The customer could not recall their blood glucose reading at the time of the incident since it was a past event. Te buttons of the insulin pump were unresponsive. The screen of the device was not completely blank. The customer replaced the battery and the device started working without alarming and the buttons were working. Later, the customer had to replace the batteries again and the display froze, again and the insulin pump alarmed off no power. The customer replaced the battery for the second time and the device returned to normal status. The customer was advised to insert new/ unused battery and monitor the device. Nothing further was reported.